Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a medical agent of some sort not being removed during reprocessing. The foreign material was unable to be identified and the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation identified a gauze with black liquid on it, that was included with the scope. Inspection of the scope revealed no abnormality related to the black liquid. Foreign material related questionnare found the following: the product was not cleaned , disinfected, and sterilized before it was sent it to olympus. It is unknown, when the foreign material was adhered to the endoscope. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). The customer aspirated the water through the instrument/suction channel. There were abnormalities found in the accessories used for preprocessing. The customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The customer brushed the instrument channel, instrument channel port, and suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported on behalf of the customer, that the gastrointestinal videoscope when used along with hx-110lr-rotatable clip fixing device. A blackish liquid was seen exiting from the auxiliary water channel. The issue was found during middle of therapeutic endoscopic submucosal dissection (esd) procedure. That was completed using the same set of equipment. The facility has requested an investigation of the composition of the liquid. There were no reports of patient harm. Related patient identifier: complaint # c2318(B)(4), hx-110lr; rotatable clip fixing device.